Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report of a patient that experienced a leak in the minicap extend life transfer set. This was found by an independent nurse. The mini cap was replaced but there was still a leak. The extension of the transfer set was then replaced and the issue was resolved. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab as a leaking connection between minicaps and the dark blue transfer set female connector. The cause of the leak was undetermined. During visual inspection it was noted that the set contained residue on dark blue connector and under sleeve in close position. Residue was rinsed off and open/closed sleeve several times without difficulty. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted again between the mini-cap and the dark blue connector. Cap was replaced with new fal cap, pressure tested and no leak noted. This is an isolated occurrence, being the first report of this condition in over a year, and poses negligible patient risk because the twist clamp is the primary seal, though it is an inconvenience. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.